Event description:
Inappropriate use of a neuro - interventional device. The attached cases represent the brain scans of a (B)(6) woman and a (B)(6) man, both with multiple sclerosis who were treated using a balloon angioplasty catheter to dilate their cerebral venous drainage. The first shows brain herniation from the subdural hematoma which developed as a result of the treatment. The first pt died. The second shows an acute infarct of the brain stem, with resulting paralysis. Both occurred in the past 2 weeks, and the pts arrived in our emergency room from a nearby facility - (B)(6) of (B)(6) - where this treatment is offered. Internet advertising draws the pts. Both came from (B)(6). This procedure has no scientific basis in this critical setting. The use of the device to treat (B)(6), therefore, be inappropriate. It is my understanding that these cases are not the first ones reported with dire consequences resulting from such a procedure in (B)(6). (B)(4).